Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an apex balloon catheter with no other devices. The shaft, balloon and tip was microscopically examined. The inner shaft was buckled 1mm from the bi-component weld. The outer shaft had imprints 2.5cm from the bi-component weld. The tip was separated from the catheter and not returned for analysis. The end of the separation was jagged and stretched showing evidence of tensile overload. A test .014¿ guidewire was attempted to pass through the catheter, however, due to the buckled location the guidewire could not be advanced through the catheter. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 26-mar-2018. It was reported that difficulty loading wire occurred. During introduction of a 2.50mm x 12mm apex¿ balloon catheter into the wire, it would not come out the wire port or the wire lumen. Several more attempts were tried which caused the wire to be bent/kinked and the balloon would not go over the wire which caused the wire lumen to be damaged. The device was not used inside the patient and the procedure was completed with another wire and another of the same balloon catheter. No patient complications were reported. However, returned device analysis revealed tip detached/separated.